Event description:
Two hta cassette malfunctioned (intra-operatively) during hta procedure. After the self check, the hta beeped. The hologic rep stated that they were not working, removed them from service, and also removed the cassettes from the building.